Manufacturer narrative:
Analysis: the product used during the surgical procedure was discarded and not available for evaluation. Additional information was obtained regarding the patient's gender. Conclusion: the complaint device was discarded and will not be available for further investigation. Based on the information provided by the physician, operational context caused or contributed to this event. It was reported by the physician that the patient was small and during use the tip of the cannula may have caused the bleeding at the apex of the heart. The bleeding was stopped and the patient recovered from the procedure. This product has depth markers to aide successful placement of the cannula. A review of our quality database did not identify any trends related to this issue. Medtronic will continue to monitor the field performance to detect similar events, should they occur. (B)(4).

Event description:
Medtronic received information that this left heart vent catheter was inserted and used throughout the procedure without any performance related issues. A few minutes after the procedure was completed, the physician confirmed bleeding at the apex of the heart. The physician thought the tip of the cannula may have caused the bleeding, as the patient was very small. The lot number and availability of device return is unknown at this time.

Manufacturer narrative:
Product analysis: although requested, the product has not been returned for analysis. If the device is returned, a thorough analysis will be conducted to determine if there are any non-conformances or deviations that may have caused or contributed to this event. Conclusion: based on the limited information available, no conclusions can be drawn at this time. Medtronic has requested the complaint device and lot information, as well as additional details regarding the blood that was seen at the apex of the heart and any correlation between a device failure during the use of this device. When addition information is made available a supplement report will be filed to FDA. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.